Manufacturer narrative:
Follow-up # 1 - (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned torn and lifting across the down arrow button, exposing the button contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow and ok keypad buttons were slow to respond. The patient noted that the keypad was torn near the down arrow keypad button was unable to determine whether the damage or the response issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly cleaned the pump with soap and water and wore the pump clipped to a belt. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.